Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2024. During the procedure, the rubber bands did not hold. The procedure was completed with another speedband superview super 7. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned without any bands attached and the handle did not have marks of trip wire secured and it was not pulled up to take up the rest of the slack. The ligator housing teeth and suture hole were in good condition. No other problems with the device were noted. The reported event of bands falling off varix was not confirmed. Upon analysis, it was found that the ligator housing returned without bands attached. Also, the teeth and the suture hole were in good condition. However, the handle had marks of trip wire was not secured and it wasn't pulled up to take up the rest of the slack. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured, and it was not pulled up to take up the rest of the slack; however, the IFU cited: pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs" and "secure trip wire in slot on handle unit"; however, "the trip wire wasn't pulled up to take up rest of slack" and "the trip wire was not secured." Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2024. During the procedure, the rubber bands did not hold. The procedure was completed with another speedband superview super 7. There were no reported patient complications as a result of this event.